Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a device not recognizing syringe volume could not be confirmed, however photos attached to the file show that a non-approved syringe was used that was the cause of the customer¿s issue. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that when using an alaris non module-compatible bd 3 ml prefilled ns syringe the pump does not recognize the correct fluid volume while in the nicu department. They stated that when using monojet syringes there are two different model of the 3ml syringes. They don¿t have the syringe model numbers but one has a white plunger and the other has a gray plunger. They both are recognized by the pump as 3ml monojet but one is slimmer and a little longer. Problem was solved by not using the gray plunger syringe.

Event description:
The customer reported that when using an alaris non module-compatible bd 3 ml prefilled ns syringe the pump does not recognize the correct fluid volume while in the nicu department. They stated that when using monojet syringes there are two different model of the 3ml syringes. They don¿t have the syringe model numbers but one has a white plunger and the other has a gray plunger. They both are recognized by the pump as 3ml monojet but one is slimmer and a little longer. Problem was solved by not using the gray plunger syringe.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a device not recognizing syringe volume could not be confirmed, however photos attached to the file show that a non-approved syringe was used that was the cause of the customer¿s issue. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.